Event description:
The customer reported via their baxter sales representative that the tubing was splitting with the continu-flo solution set. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).